Event description:
It was reported that during an ablation procedure to treat atrial fibrillation a farawave pulsed field ablation catheter was selected for use. The non-boston scientific guidewire became stuck in the catheter at the tip and could not be removed. The catheter was undeployed and was removed from the patient with the guidewire. The catheter and guidewire were replaced and the procedure was completed. No patient complications were reported. The device is not expected to be returned for analysis due to disposal.

Manufacturer narrative:
It was indicated that the device will not be returned for evaluation. If there is any further relevant information obtained, a supplemental medwatch will be filed.